Event description:
It was reported that during a routine generator replacement, the physician was unable to remove the lead from the device header. The device was explanted and replaced as scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported setscrew anomaly was not confirmed in the laboratory. Upon receipt, the rv sense and pace septum and setscrew were noted to be missing. Test leads were able to be normally inserted into the header.